Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low at 40 mg/dl and the insulin pump went into threshold suspend but her blood glucose was around 140 mg/dl. Customer has to change the sensors after 2 days because of this issue. Threshold suspend is set up at 60 mg/dl. One of the sensors was a little bent. Nothing further reported.